Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 2000022080/7070463/2000022080, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 25108959, UDI: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason. The explanted products were discarded per hospital policy. No further information has been obtained.